Manufacturer narrative:
Medwatch sent to the FDA on (B)(4) 2012. Device history report summary: the documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endo toxins, bio burden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.

Event description:
Pt reported after injection in the nasolabial folds and oral commissures of juvederm ultra xc, pt experienced itchiness and "raised" redness along line of filler injection. Pt was treated with "40mg prednisone od for [5 days]" that gave "moderate improvement". Pt then used "hydrocortisone locoid" with improvement "only while wearing it." The treating physician then suggested to try treating the symptoms area with sebizole, which was reported as "no help after nearly [2 weeks]". The physician considered the event "probably" product related and not resolved. Pt has history of hay fever and asthma. No response has been received regarding whether the intent of any treatments was to hasten resolution of symptoms or to prevent serious harm or permanent damage. No additional response has been received to multiple inquiries for additional data.